Event description:
A cortrak assisted feeding tube was placed into the right lung resulting in a right pneumothorax which required a chest tube.

Manufacturer narrative:
The sample was received in used condition. The system was evaluated and tested. Both the monitor unit and receiver unit functioned as intended. No defect was observed. The corview file related to the placement was reviewed. The placement file indicates that the receiver unit was likely not placed correctly at the xiphoid process. The tracing shows the placement starting at the left of the midline, which is indicative of receiver not being in the correct place. At approximately 18 seconds into the placement, there is a slight deviation to the patient's right. At the 22 second mark, the user retracted the feeding tube slightly. The tracing is not indicative of normal gi placement per the instructions for use. Root cause could not be determined. All information reasonably known as of 09-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Corrected data- date returned to manufacturer. Additional information- conclusion code. All information reasonably known as of 21-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).